Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off due to being unable to charge when the customer plugged the pump into a power source. Additionally, the pump emitted a burning smell when plugged into the charger. Blood glucose was 116 mg/dl. Reportedly, the customer reverted to insulin pens for alternate insulin therapy.